Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? Bariatric. Was a j&j representative present in the case as indicated on the complaint form? Yes. Please clarify what was meant by, product presented fail when the jaw was opened. What failed? The device locked and the jaw couldn¿t be opened. Also, the blade wasn¿t fired. When the device didn't staple, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Were the device jaws rinsed and the anvil wiped between firings? Yes. What was the color of the cartridge being used? Blue. On which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd. Was buttressing material utilized? If so, which product? It was replaced by another ats45.

Event description:
It was reported that during an unknown procedure, the product presented a failure when the jaw was opened. It was rigid to open and close. Also, the device didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l53d1w. The analysis results found that the long45a device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Was a j&j representative present in the case as indicated on the complaint form? Please clarify what was meant by, ¿product presented fail when the jaw was opened.¿ what failed? When the device didn¿t staple, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Were the device jaws rinsed and the anvil wiped between firings? What was the color of the cartridge being used? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product?